Event description:
A customer reported that there was a leak at the left side of the coulter lh500 hematology analyzer. The fluid was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the event. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event. The field service engineer (fse) found that the float of the vacuum trap was not rising up properly. The fse replaced the vacuum trap, and verified the repairs per established procedures. Blood, controls, lyse, stain, cleaning reagent or diluent can be present in the vacuum trap jar of the instrument. The failure mode of the leak is attributed to the float of the vacuum trap not rising up properly.

Manufacturer narrative:
(B)(4).